Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a partially broken retainer ring and missing a end cap. Unable lock a test p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, detached end cap, cracked keypad overlay, keypad overlay peeling, missing display window/cover, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage (serial number label stained and faded). Cosmetic damage was confirmed at display window cover and on the pump. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage at the bottom of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1880 was requested and customer responded the device was returned.